Manufacturer narrative:
A united states customer contacted siemens to report that smoke was emanating from an immulite 2000 analyzer. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the analyzer. The cse replaced the electrical chassis inside the analyzer. The cse also repaired a pin (connector) on the slave 4 printed circuit board (pcb). The cse replaced a hard drive and installed the analyzer software restoring the analyzer to an operational status. The work performed by the cse fixed the instrument malfunction. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.

Event description:
The operator of an immulite 2000 instrument observed smoke emanating from the analyzer. The customer reported a delay in patient testing and indicated that samples were sent to a reference lab for processing. There are no known reports of patient intervention or adverse health consequences due to the event.